Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 563 mg/dl. Customer declined troubleshooting for high blood glucose. Customer stated insulin pump had blank screen and not came back. Customer stated contacts on battery cap was not damaged. Customer stated display was returned. The insulin pump will be returned for analysis.